Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up. Upon interrogation, noise resulting in oversensing and high, out of range, high voltage lead impedance was noted on the right ventricular (rv) lead. Programming changes were made but the sensing of noise still persisted. However, the physician planned right ventricular lead replacement. The patient was in stable condition.